Manufacturer narrative:
D9: 01-aug-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was opened and contaminated at the air detector side area. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. However, the reported issue was not duplicated during functional testing. The probable cause of the reported problem was fluid ingression. The dso seal/sensor were replaced to address this issue.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump cassette error occurs when the latching lever is rotated back to its latched position. Occurred during pre-test. There was no patient involvement.